Manufacturer narrative:
This case was initially received via regulatory authority ansm - health authorities in (B)(6) (reference number: (B)(4)) on 19-jul-2017. The most recent information was received on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain between periods") in a (B)(6) year-old female patient who had essure (batch no. 835437) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and metrorrhagia ("bleeding between periods"). The patient was treated with surgery (upon removal, I underwent fallopian tube removal via laparotomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and metrorrhagia outcome was unknown. The reporter considered metrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 09-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.387 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm - health authorities in (B)(6) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain between periods") in a (B)(6) female patient who had essure (batch no. 835437) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and metrorrhagia ("bleeding between periods"). The patient was treated with surgery (upon removal, I underwent fallopian tube removal via laparotomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and metrorrhagia outcome was unknown. The reporter considered metrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.